Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass, the shunt sensor leaked. The product was not changed out. The surgery was completed successfully. There was < 1 cc blood loss.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes. (B)(4).